Event description:
In 2008 a gore tag thoracic endoprosthesis was deployed at the level of the left common carotid of the pt. Final post-procedure angiogram and f/u CT scans of the left subclavian artery reveal contrast pooling in the aneurysmal segment. At 71 days post procedure, the physician decided to reintervene and perform a coil embolization of the left vertebral artery. The final angiogram reveals contrast within the origin of the left subclavian artery, proximal and distal to the device. At approximatley 42 days later, the physician reintervened and performed thrombin injections in the aortic arch and left carotid. A small amount of contrast was seen through the coils and the device and evaluation of the aneurysmal segment was difficult to see. A reintervention has not been scheduled at this time.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs.